Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A registered nurse (rn) reported to baxter corporate product surveillance a mini-cap pd transfer set in which a separation was observed. According to the report, the home patient (hp) reported a leak at the connection between the blue female connector of the transfer set and the connection of the unknown 1.5 ultra bag. The alleged defect occurred during patient use. The rn indicated that the transfer set was changed out on (B)(6) 2012 per normal 6 month change requirement. The new transfer set leaked at an unknown time on (B)(6) 2012. The hp went to the clinic on (B)(6) 2012 to have the transfer set changed out. No further leaks were reported. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No allegations were made against any of the hp's dialysis products. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was reveived for evaluation. During evaluation of the returned sample the customer reported condition was not confirmed. Since the condition could not be duplicated the root cause was not identified.